Manufacturer narrative:
The product involved in the report has not been returned for evaluation a review of the device history record is in-progress all information reasonably known as of 08 jul 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as complaint-(B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
It was reported that 10 minutes into changing the inline suction (in the morning) for the "very sick baby" the bag started filling up with air and caused a 60-70% leak on the ventilator. [It was immediately] replaced with the old suction line and the leak on the ventilator went down to 0%. It was noted that the baby was stable and there was no change to the babies condition.